Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found the compressor was very loud, opened the compressor motor assembly and found the bearing was broken and needs to be replaced.

Event description:
It was reported that a ventilator compressor was not working. There was no patient involvement.